Event description:
Patient had srom stem and stryker cup. Poly wear on cup and head exchange for stem was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).